Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. There was no challenging anatomy or difficulty with imaging during use of the first clip. After the first clip was implanted, a single leaflet device (slda) occurred. The septal leaflet was detached. An additional clip was attempted to implant, but due to difficulty imaging, leaflet insertion could not be confirmed and the clip was removed. The mr was unchanged. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported unchanged tr was a cascading event of the reported slda. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.